Manufacturer narrative:
On 08/21/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained clear fluid. The device appeared clean and intact upon initial examination. Leak testing, per mentor procedures, revealed no leakage sites in the device which may have contributed to the reported complaint. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with an artoura breast tissue expander 500cc and experienced deflation on the right tissue expander. As a result, the patient had undergone removal and replacement with a artoura breast tissue expander 500cc on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 7546207 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).